Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned for analysis in two pieces. External insulation abrasions were noted at 30.0 ¿ 30.1 cm and 30.5 ¿ 30.7 cm from the distal tip consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.